Event description:
Additional information stated the ¿old anchors were explanted and discarded.¿ it was further noted that ¿new anchors were used to secure the new leads.¿

Event description:
It was reported that there was a revision the manufacturer representative wanted to know if the cutting tool in a catheter kit was the same cutting tool in the anchor kits. The revision was due to a change in the stimulation pattern with no visual confirmation of lead migration (via fluoroscopy). An attempt to "just pull leads down" was unsuccessful and the leads were replaced. The cutting tool was not used, as the anchors were not removed. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 97791, product type accessory product ID: 97792, product type accessory product ID: 3778-60 lot# serial# (B)(4), product type lead product ID: 3778-60 lot# serial# (B)(4), product type lead product ID: 3778-60 lot# serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).